Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was displaying safety valve open. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien customer service engineer (cse) was unable to duplicate the reported condition. The ventilator was run for a 48 hour period on a test lung before returning to patient use. The unit passed extended self testing.